Manufacturer narrative:
It was reported that during an initial bunion surgery on (B)(6) 2024, the patient's second metatarsal was fractured. The surgeon indicated the fracture would heal on its own and no additional treatment/procedure was performed to address the fracture.there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, based on similar complaints, it is possible that operator technique (over tightening of the positioner) may have contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during an initial bunion surgery on (B)(6) 2024, the patient's second metatarsal was fractured. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.